Event description:
The customer reported that the product has a cut at the tip. Additional information received on 12may2026 stated that the "tip" is referring to the balloon.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.